Event description:
A patient needed an IV infusion. When the tubing was being primed, it was found to have a slice in the tubing. The tubing was removed and brought to central supply to report the problem.